Event description:
It was reported that the "tip" of the device broke during a laparoscopic kidney procedure. Another harmonic scalpel was used to complete the case. The procedure was not altered. There was a delay. There was no patient injury. The device was returned with the tissue pad detached from the jaw. It was not known whether the pad had fallen into the patient. Additional information has been requested but no additional information has been received. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device investigation found that the device was returned with the tissue pad detached from the device jaw but the device otherwise intact. The tissue pad was returned with the device and was partially melted through the middle section of the pad where the blade clamps down. The device was connected to a test handpiece and generator and the device did activate during functional testing. The IFU states that care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.